Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found that all required labels were not properly affixed. The exera identity chip would not transmit data; the issue was fixed after aeration. There was a crack on the scope connector; the chemiluminescence test was performed and passed. The probe cover insulation was scratched. The insertion tube insulation had no drops. The image-evis had a b30 communication error caused by image noise excessive black dots after aeration. The camera switch had no function and started functioning after aeration. The angulation level was low. The control knob movement play was loose (upward/downward). The distal end plastic cover had dents/scratches. The objective lens had worn glue. The light guide lens had worn adhesive. The bending section glue cover was cracked. The insertion tube top was chipped. The light guide tube buckles were inflated. The scope connector was cracked; advanced diagnostics revealed it got wet as the wet detection sticker was activated. The objective lens has a tiny edge chip and discoloration, one of the light guide lens had a slight edge chip, and one had an edge chip, some discoloration, and excessive glue. One of the light guide lens had a slight edge chip and discoloration; there was a minor scratch on the insertion tube, a surface scratch on the scope cover boot, cut on the insertion tube boot edges, cut on switch#1, scratch on switch#2 surface scratch on switch#3 and 4. The investigation is ongoing, and a supplemental report will be submitted upon completion or if the user facility provides any additional information

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope displayed scope communication error e 315. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it is likely while the user was handling the device, scope connector leaked, which led to water invasion of the device, then abnormality of electronic parts. As a result, the suggested event, error message e315, occurred. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage.¿ ¿chapter 5 troubleshooting the countermeasures against troubles are described in this chapter. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage.¿ olympus will continue to monitor field performance for this device.